Event description:
It was reported that one episode of non-sustained right ventricular (rv) oversensing determined to be due to noise was observed on the right ventricular (rv) lead. The rv lead was being monitored. The patient was stable; there were no patient consequences.